Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement, with pacing not delivered when required, and undersensing (n/a brady device). No additional adverse patient effects were reported.